Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that guidewire tip detachment occurred requiring additional intervention. The target lesion was located in a moderately tortuous and calcified artery of the leg. A 300cm str pt guidewire was advanced for crossing the lesion. However, during the procedure, the tip of the wire broke off and was left in the artery of the patient. The physician used a snare and was able to remove the detached tip out from the patient's body. The procedure was completed with another device. No patient complications were reported and the patient was fully recovered.

Event description:
It was reported that guidewire tip detachment occurred requiring additional intervention. The target lesion was located in a moderately tortuous and calcified artery of the leg. A 300cm str pt guidewire was advanced for crossing the lesion. However, during the procedure, the tip of the wire broke off and was left in the artery of the patient. The physician used a snare and was able to remove the detached tip out from the patient's body. The procedure was completed with another device. No patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual and microscope inspection showed distal tip detached and not returned. Guidewire kinked near to distal end.